Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (false asystole event) has been confirmed. The monitor was returned for evaluation at the distributor. Upon evaluation, the monitor was not communicating properly with an electrode belt and was producing false asystole events. The cause of the issues was isolated to the monitor's computer analog pca. The root cause for defective computer analog pca could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was producing false asystole events.